Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the patient died on (B)(6) 2020. The cause of death is unknown. Preliminary analysis of the patient files recorded at implantation and on (B)(6) 2020 did not reveal any anomaly with the subject device.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the patient died on (B)(6) 2020. The cause of death is unknown. Preliminary analysis of the patient files recorded at implantation and on (B)(6) 2020 did not reveal any anomaly with the subject device.